Manufacturer narrative:
Product evaluation: the lens was returned stuck to a piece of paper in dried solution. One haptic is broken in the distal area. The broken portion was not returned. The center of the optic is torn/split. The optic edge is split/cracked. The anterior of the optic is scratched. Multiple small split/cracked areas are observed. The lens was cleaned with lphse to further assess. Several starburst patterns from a yag procedure are observed within the lens material. A power and resolution re-assessment cannot be conducted due to the lens damage. Complaint history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined for the complaint. The explanted lens was returned with significant damage. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Multiple dark starburst patterns were also observed in the lens material, typical of the damage caused by a yag laser procedure conducted post implantation. Information was provided by the hcp that the lens was implanted in 2009 by another surgeon not in their practice. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that approximately 10 years following an intraocular lens (iol) implant procedure, the lens was exchanged due to a visual disturbance related to the lens. An enlarged incision, planned vitrectomy and suture was required during the lens exchange. It was reported there was no impact on the patient and the patient's issues have resolved.